Event description:
It was reported that at the one-month follow-up in 6/2005, the pt had experienced a stroke. The condition was not pre-existing and it is unk if the stroke was related to the device. This event resulted in a persistent/significant disability and the outcome is a worsened condition.

Event description:
Device complication:none, time of complication: 1-moth follow-up, symptoms: facial paresis, dysarthria, worsened drooling.